Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose dropped to 40 mg/dl in the middle of the night. Customer stated that he received the pump through his trainer. Customer's current blood glucose was 252 mg/dl. Customer has treated with glucose tablets. Customer stated that the low blood glucose was a past event. Customer stated that he could not disconnect the pump on his own and that he would just wait to troubleshooting when it made it home.